Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided, as information was asked but it was not provided. Section b3: date of event: (B)(6) 2015 - this is an estimate date. Section d6a: if implanted, give date: exact date is unknown. Customer provided implant date as (B)(6) 2015. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1: initial reporter's: telephone number: (B)(6) device evaluation: product evaluation was not performed because the product has not been returned. Customer provided photographs for evaluation. The photographs showed a dark field technique segment slit lamp picture of an pseudophakic eye. General cloudiness/haziness can be observed in the pupillary area. No other details can be observed/described. The root-cause and clinical impact of the observed phenomena could not be determined from a picture assessment. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The physician reported that a patient of his who underwent implantation surgery in (B)(6) 2015, presented with opacification of the ar40e (3pc sensar, acrylic square edge lens) intraocular lens (iol). The patient is doing well and has a good visual acuity (va), 20/20 ¿ 20/30 not being an indication for an explant. Per follow-up, at the time the complaint was reported, the patient's va was fine, patient was only bothered by the opacification of the iol. So, the physician decided to monitor the case. However, during a post-operative visit, the patient has a 20/60, 20/200 va and the doctor intends to explant the lens in 1 or 2 months, as the patient is complaining. No further information provided.